Event description:
The customer reported that after pipetting an hbsag plate on summit the technician observed that bubbles were present in wells a4 and a6. No error was generated. No death or serious injury was associated with this complaint.